Manufacturer narrative:
This event was initially reported under MDR# 2029214-2012-00533. The detach wire was returned for analysis without the stent attached, as it was remained in the patient. Visual inspection showed no irregularities outside of the detachment zone area. The stent appeared to be broken at the proximal end of the non-working length struts (teardrop struts). The fracture surface was then sent out for sem analysis. Based on the findings and the sem images, the report was confirmed. The fractographic features appeared consistent with fatigue originating at the inner wall of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: unwanted detachment of the solitaire device during mechanical thrombectomy in acute ischemic stroke.¿j neurointerv surg. 2016 jan 27. Pii: neurintsurg-2015-012156. Doi: 10.1136/neurintsurg-2015-012156. [Epub ahead of print] medtronic received the following report: solitaire fr was used to treat a vertebrobasilar occlusion. The patient¿s glasgow coma scale was 2 and intubated. Approx 3 device passes made. The detachment occurred distal to the proximal mark. This device was not removed and was left in the patient. Mrs at 90 days was 6 (death).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.